Manufacturer narrative:
Conversion to open repair is labeled in the IFU. Explant is labeled in the IFU. Event evaluation: still under investigation.

Event description:
Product was implanted in pt and was removed at a later date. Explantation abdominal endograft by open surgery. The pt recently treated in hospital (hospital #2) by a physician who explanted a "special" cook device from a pt. This was an aaa case treated on (B)(6) 2009 in another hospital (hospital #1). It was a very difficult case. There was no chance to treat him with a standard device and there wasn't enough time to wait for a fenestrated graft. At that time, physicians were used to create "home made" device that's why they choose to put a 42 mm - thoracic cuff inside a 36 mm - main body that was previously partially opened to remove the free flow. Everyone was aware of the off-label procedure but physicians decided to take the risks of having adverse consequences anyway. The procedure was successful at the moment, but few weeks ago the rep was asked to size again this case for proximal thoraco-abdominal cuff. There was no chance to treat this pt by evar again and the pt was directed to hospital #2. Pt outcome was not provided by the reporter.